Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, one resolute onyx drug-eluting stent was implanted in the rca. Approximately one month post procedure, patient suffered lower gi bleed and was treated with medication, colonoscopy and esophagogastroduodenoscopy. Patient was on dapt 24 hours prior to event. Patient is recovering. Investigator assessed event is not related to device but possibly related to antiplatelet medication.

Manufacturer narrative:
Additional information: patient was also treated with blood transfusion and cardioversion. The patient recovered. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Cec adjudicated the bleeding event as a barc type 3b. If information is provided in the future, a supplemental report will be issued.